Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 25mm navitor valve was selected for implant. There was sufficient calcium to allow anchoring of the device in the opinion of the user. During the procedure, the valve was implanted at a depth of -3/-3 mm. It was then noted that the valve had popped-up toward the aorta. The physicians think they was due to a bad release of the tabs upon final deployment and catheter removal motion. A 23mm non-abbott valve was implanted valve-in-valve to resolve the event. The patient was fine at the end of the procedure. The patient remained hemodynamically stable and there was no clinically significant delay during the procedure.

Manufacturer narrative:
The device was not returned for analysis. An event of migration and device malposition was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. The provided imaging was reviewed by an abbott senior design/product development engineer. Based on all available information, causes for the reported migration and device malposition could not be conclusively determined. The reported surgery was the result of case-specific circumstances. There is no indication of a product quality issue with respect to labeling, design, or manufacturing of the device.

Event description:
It was reported that on (B)(6) 2025, a 25mm navitor valve was selected for implant. There was sufficient calcium to allow anchoring of the device in the opinion of the user. During the procedure, the valve was implanted at a depth of -3/-3 mm. It was then noted that the valve had popped-up toward the aorta. The physicians think they was due to a bad release of the tabs upon final deployment and catheter removal motion. A 23mm non-abbott valve was implanted valve-in-valve to resolve the event. The patient was fine at the end of the procedure. The patient remained hemodynamically stable and there was no clinically significant delay during the procedure.